Event description:
When operator tried to inflate the balloon, he noticed that liquid leaked out through the hub. It was noted that the hub was cracked. There was no damage on the outer box or product pouch. The devices were handled according to IFU. A new catheter was used to successfully complete the procedure. There are no reported adverse pt consequences.

Manufacturer narrative:
Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product. Additional info will be submitted within 30 days of receipt.